Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2024. Review of the download data, indicates the patient received one appropriate treatment during vt and one inappropriate treatment in response to nsvt. At 10:53:40, the patient received the appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 220 bpm. The patient's post-shock rhythm was asystole with intermittent cardiac activity. The rhythm then transitions to sinus bradycardia/sinus rhythm from 40-80 bpm with bbb and pvc¿s. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 10:59:30, the patient received the inappropriate treatment. The patient's rhythm at the time of the treatment event was nsvt. The patient's post-shock rhythm was nsvt. Per review of the holter data, the patient was in nsvt at the time of the device shutdown at 10:59:40 on (B)(6) 2024.

Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The equipment was found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.